Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter. The sheath was not returned for evaluation. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that the customer could not advance the intra-aortic balloon (iab) through the sheath. They then downsized the iab and were able to insert and continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).